Manufacturer narrative:
The device has been received and the evaluation has not been completed yet. Once the evaluation has been completed, a supplemental report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that the implant coil could not be detached with the instant detacher despite four attempts. An attempt was also made to detach the implant coil using the manual method (breaking of the hypo tube ¿ an alternative method presented in the instructions for use) and the hypo tube was completely separated; however, the implant was still not detached. The implant coil was removed from the patient and four more coils were successfully detached and implanted in the patient using the same instant detacher. It was noted that there was no resistance delivering the coil through the microcatheter and no force required to pull the release wire. No patient injury was reported as a result of the procedure. The patient was undergoing coiling embolization treatment for a ruptured amorphous aneurysm measuring 8mm x 3mm located in the anterior cerebral artery. The patient¿s vasculature was normal in tortuosity and the blood flow as normal.

Manufacturer narrative:
The axium prime coil was returned broken into 2 segments for evaluation without the instant detacher; therefore, any contributing factors from the instant detacher could not be assessed. The axium prime coil was returned for evaluation with the pushwire broken into two separate segments. The proximal segment was measured to be approximately 11.0cm in length and found bent near its proximal end. In addition, the tack weld replacement (twr) crimps were found to be loose. The release wire was not found to be extending out from the distal end of the proximal pushwire segment. The break in the pushwire was found to be distal to the break indicator at the manual detachment location (via hypotube). The broken distal segment was measured and found to be approximately 180.0cm in length. A broken release wire was found to be extending out from the proximal end of the pushwire segment for the length of approximately 2.0cm. The pushwire segment was found to be bent in several locations. The retainer ring appeared to be damaged and ovalized. No other damages were observed. The lot history record review of the device showed no discrepancies that might have contributed to the reported event. Based on the axium prime coil analysis and on the event description, the customer report of ¿non-detachment¿ was confirmed; however, the cause for the difficulty during detachment could not be determined. The tack weld replacement (twr) crimps were found to be broken. It is possible that the instant detacher was successful in breaking the twr crimps during their attempt to detach the axium prime coil from its pushwire; however, it is possible that the bends in the distal segment of the pushwire restricted the release wire from pulling back. No evidence was found of the coin jammed against the lumen stop. In regard to the failure of the axium prime coil to detach during the manual detachment attempt, it is likely that the break in the release wire led to the reported event. Although the customer reported no difficulty pulling back on the release wire, the release wire may have broken when the customer pulled it back. The cause for the bends in the pushwire and for the damage to the retainer ring could not be determined. The customer reported no resistance during delivery of the coil during the event, and no damages to the axium prime coil were reported prior to its use. All coils are 100% inspected for damages and irregularities during manufacture. Per the axium prime detachable coil and i.d. (Instant detacher) instructions for use (IFU): directions for use: ¿if the coil does not detach after 3 attempts, discard the i.d. (Instant detacher) and replace with a new i.d. (Instant detacher). Also, in the rare event that the coil does not detach and cannot be removed from the implant delivery pusher, use the following steps for detachment. A. Grip the hypotube approximately 5 cm distal of the positive load indicator at the hypotube break indicator and bend the implant delivery pusher just distal to the hbi 180 degrees. B. Next straighten the pusher back, continue bending and straightening until the pusher tubing opens exposing the release element. C. Gently separate the proximal and distal ends of the open pusher. Then, under fluoroscopy, pull the proximal portion of the implant delivery pusher approximately 2-3 cm to confirm implant detachment per IFU.¿ precaution: "handle the axium prime detachable coil with care to avoid damage before or during treatment". If information is provided in the future, a supplemental report will be issued.